Event description:
Additional information was received from the manufacturing representative indicating that the model and lot number of the catheter was not documented as it was implanted by another hospital. The date of implant was also unknown. Further actions/interventions taken to resolve the issue was reported; the consultant was waiting for the patient to heal and see how they got in with being on oral baclofen before taking the decision to re-implant. The reporter would hopefully be able to follow up on (B)(6) when they see the consultant next.

Event description:
Additional information was received form the manufacturing representative on 2016-06-28 indicating that the location of the catheter was not known other than that it was in the cervical area and had since been removed.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: concomitant medical products: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient in (B)(6) who was being treated with lioresal intrathecal (concentration, dose, lot # unable to be obtained). A pump replacement took place on (B)(6) 2016 and the procedure went to plan. A csf (cerebrospinal fluid) leak from the catheter had been confirmed, and the catheter was still in place and working fine. A few days following surgery, the patient showed signs of baclofen withdrawal and was taken back to theatre for investigation. There were no known environmental/external/patient factors that may have led/contributed to the issue. In theatre, the consultant disconnected the pump from the catheter, and a bolus was programmed from the isolated pump. A droplet could be seen forming, which was an indication that the pump was functioning fine. As a result, it was decided to revise the catheter which had been placed high in the neck. When the catheter was cut down, it was seen that the patient had a long lasting csf leak, as csf had accumulated in the neck area and calcified. The consultant decided that it was best to remove the whole system, and wait for the patient to heal before re-implanting. The issue had not resolved at the time of this report. The pump and catheter were explanted (explant date: (B)(6) 2016), but the consultant did not suspect product fault. As of the date of this report, the patient's status was "alive - no injury." The patient was currently being treated with oral baclofen, and the team would decide within a few weeks if the pump system would be re-implanted. Information regarding the patient's indication for use, pertinent medical history, additional medications taken at the time of the event, cause of the event, additional interventions, and outcome of the event was not provided. Should any additional information be received, it will be reported in the form of a follow-up report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.